Event description:
The physician was attempting to deploy a 3.0 mm diameter x 38 mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a lesion in a patient located in the lad. It was reported that the lesion exhibited 80% stenosis with moderate tortuosity and severe calcification. It was reported that the physician was unable to cross the lesion. The device was returned to the manufacturing facility and the stent was noted to be damaged. No patient injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation: results: (stent deformation and failure to deliver device). Results and conclusion: (patient lesion morphology; 80% stenosis, moderate tortuosity and severe calcification). Evaluation summary: the 1st distal stent segment was raised and deformed. Multiple stent struts were slightly raised and misaligned. The distal tip was damaged. The stent was positioned on the balloon between the marker bands as per specifications. Please not the this device ((B)(4)) is distributed outside the united states; however, it is similar to the united states distributed product ((B)(4)).